Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the device gets very hot. The problem was noticed before the surgery. There was no harm for the patient, operator or third party reported. Also there was no case involvement reported.

Manufacturer narrative:
Additional information: d9, g3, h6. (No problem found) the evaluation did not reveal any issues relevant to the reported event, "it was reported that the device gets very hot. The problem was noticed before the surgery. There was no harm for the patient, operator or third party reported. Also there was no case involvement reported."